Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that her blood glucose meter was reading 511mg/dl, and she treated with a 6.4 units. Seconds later the same blood glucose meter was reading 117mg/dl. The customer was concerned and decided going to the hospital. The customer spent the whole night at the hospital and released. The caller requested having a replacement of the blood glucose meter. No further information was provided.